Event description:
Related manufacturer reference number: 1627487-2023-00721. It was reported that patient experienced diminished/loss of therapy after patient reported carrying and lifting heavy items repeatedly around the time therapy changed. X-rays showed that the leads migrated and one lead appears to have migrated out of the ipg header. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
Additional information indicated that surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.